Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During installation of the device, the service engineer reported the heart lung console would not switch to back-up battery power. The engineer replaced the power manager board which resolved the issue. The power manager board was returned for eval. Since the event occurred during installation of the device, there was no pt involvement during this event.